Event description:
It was reported to the manufacturer by the end user, per the end user, hoyer stature lift failed and cradle fell to floor with resident in sling yesterday. Resident was injured and went to hospital but is back at facility. Upon speaking with the facility, it was stated that "resident was transferred from motorized wheelchair to her bed. The mast fell and the resident landed on the floor. Resident was in hoyer sling. Resident was transferred via 911 to hospital to the ER for evaluation. X-rays and CT-scan were performed. Resident sustained bruise on right shoulder, bruise to right forehead (right above the eye) and bump to the back of the head (center of head). Complaint# (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.